Manufacturer narrative:
Section a4 - unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that white cloudy matter (a spot or scratch) had been observed in the center of the optic after the intraocular lens (iol) was implanted. Both sides of the iol were washed during the irrigation and aspiration (I/a) stage, but the cloudy matter could not be removed. Also, the reporting physician unsuccessfully tried to remove it by pricking with the healon needle and picking it with tweezers. The iol remains implanted. There was no patient injury or health damage reported. The patient's visual acuity was not impaired. Through follow-up, we learned that a patterned object was seen on the surface of the iol. The physician mentioned that if the foreign material-like pattern disappears before the lens becomes stable and adhesion begins, no medical interventions will be performed; but if it does not disappear, an intervention will be considered (lens removal or other). No further details were provided.

Manufacturer narrative:
Additional information: this supplemental filing is to update the following fields per new information received: section b5 - describe event or problem: account indicated that the intraocular lens (iol) was explanted on (B)(6) 2023. During the iol's explantation, the iris was inflamed and the replacement iol could not be implanted right away. A zlb00 model iol was implanted as a replacement on november 16th. Sutures were required. Section d6b: explant date: (B)(6) 2023. Section h6. Health effect - impact code 4629. Section h6. Health effect - impact code 4625. Section h6. Health effect - clinical code 2122. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 30-nov-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photograph provided by the customer was evaluated. The picture displayed an eye implanted with a lens. The lens appears to have a scratch/spot mark located on the pupillary center of the lens. The root cause of the reported event cannot be determined from a picture assessment. Although the definitive clinical impact of this incident cannot be determined from a picture, the observed marks could cause visual disturbances/impairments. The lens was received cut and coated in viscoelastic residue. No foreign material was observed on the lens. The lens was cleaned and no inclusions could be observed. Dried blood was still visible on the cut of the lens that could not be removed. No issues that could have caused or contributed to the complaint issues were observed. The complaint issue of inclusions was not confirmed during product evaluation. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.